Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 198, 229, 212 and 227 mg/dl. The expected fasting blood glucose test result range is 87 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 198mg/dl (B)(6) 2017 08:27 am fasting: yes; 229mg/dl (B)(6) 2017 06:13 pm fasting: yes; 118mg/dl (B)(6) 2017 10:12 pm fasting: yes; 212mg/dl (B)(6) 2017 08:00 pm fasting: yes; 227mg/dl (B)(6) 2017 01:00 pm fasting: no.